Event description:
It was reported that the procedure on (B)(6) 2024 was to treat the right coronary artery (rca) with no calcification and mild tortuosity. The lesion was confirmed with intravascular ultrasound (ivus), pre-dilated with a non-compliant balloon and the 3.0 x 38 mm xience skypoint stent was implanted. The stent was post-dilated and the procedure was completed with no complications. On (B)(6) 2024 the patient returned for a planned procedure to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The lesion was confirmed with fractional flow reserve (ffr) and optical coherence tomography (oct). Intravascular lithotripsy (ivl) was performed due to the moderate calcification and the 2.5 x 33 mm xience skypoint stent was implanted and post-dilated. The procedure was successful with no complications. The patient did not visit the outpatient clinic for the 1 year follow up and it was found that the patient expired on (B)(6) 2024 due to an unknown cause. The medical institution's opinion is that the event is unrelated to the study; however, the death is potentially related to the stents, per the physician. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.